Manufacturer narrative:
In the first investigation the membrane was missing in the exhalation valve. However this must have been caused after the reported event when a valve was replaced. Preliminary investigation has shown that the missing membrane is not the root cause of the event. Without this membrane is not the root cause of the event,. Without this membrane no ventilation at all is possible. The supposed root cause are big leaks in the hose system. The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that: patient was ventilated by v500, since (B)(6) 2015 at 6:30am with setting bipap pc af16-18. At 13:30 p.m. The v500 still shows the set respiratory frequency at pinsp of 21 and peep 10, although the patient gets no breath. Patient sedated, quiet, no respirator occlusion, no pressing or similar. Spontaneous breathing until almost 1/tidal volume was displayed v500 disconnected from patient and turned off.